Event description:
During implant, there was difficulty tightening the set screw with the hex wrench. Another hex wrench was used to complete the implant procedure and the patient was in stable condition.

Manufacturer narrative:
Analysis revealed indications the wrench was not being fully or correctly inserted into the inset of the setscrew. When the wrench is partially inserted, stripping of the wrench tip and setscrew will occur. Testing found with full and correct wrench insertion into the setscrew the torque wrench tightened the setscrew to the torque limit and clicked. The problem in the field was related to the user¿s use of the wrench.